Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-00358 and 3005099803-2013-00359 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, after the first resolution clip device (MFR # 3005099803-2013-00358) was advanced to the target tissue, the clip assembly was locked and deployed; however, the clip failed to release from the delivery catheter. Reportedly, the clip assembly separated after the device was withdrawn from the patient. A second resolution clip device (MFR # 3005099803-2013-00359) was then used; however, after deployment, the clip assembly was difficult to detach from the delivery catheter. The device was withdrawn from the patient, and then the physician completed the procedure using a third resolution clip device. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-00358 and 3005099803-2013-00359 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, after the first resolution clip device (mr # 3005099803-2013-00358) was advanced to the target tissue, the clip assembly was locked and deployed; however, the clip failed to release from the delivery catheter. Reportedly, the clip assembly separated after the device was withdrawn from the patient. A second resolution clip device (mr # 3005099803-2013-00359) was then used; however, after deployment, the clip assembly was difficult to detach from the delivery catheter. The device was withdrawn from the patient, and then the physician completed the procedure using a third resolution clip device. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the device was fully deployed and the clip assembly was not returned. There was a kink in the control wire and the over sheath assembly was not returned. A review of the device history record (DHR) was performed; no anomalies were noted. The complaint device was returned fully deployed and the clip assembly was not returned. The kink in the control wire was most likely caused by operational/procedural factors and may have affected the releasing of the clip; the most probable root cause will be assigned to operational context.

Manufacturer narrative:
(B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.